Event description:
The customer called to report a no delivery alarm during the basal rate delivery. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test dur to an out of phase motor encoder signal. No excessive no delivery alarms were noted.